Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the surgeon that the patient's vad was making a "squeel" noise, and it was going in and out of chirp mode. The patient was put on pneumatic support. A vent filter was sent to the manufacturer for analysis. The vent filter analysis showed some bearing wear. This was relayed to the surgeon. The surgeon decided to take the patient to the or for a pump exchange. The patient remains stable and on lvad support while awaiting a heart transplant.